Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged barrel was found before use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the nurse of the department of oncology, used flush to perform the tube sealing operation. After flush was activated, he unscrewed the cap and found that the tip of barrel was closed, the liquid was sealed and could not be connected. Collect the four precharges for the problem." 4 occurrences were reported.